Event description:
The user reported experiencing painful sensations over the implant site and fluctuating hearing sensations since (B)(6) 2018. The painful sensation was only present when the audio processor was activated. There are no coil or magnet issues. There was no swelling or redness on the skin at the coil area. The user was advised not to use the audio processor. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: investigation results show that there was humidity ingress, likely at the housing braze joint, which led to the device electronics failure over time. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experiencing pain sensations over the implant site and fluctuating hearing sensations since (B)(6) 2018. The pain sensation is only present when the audio processor is activated. There are no coil or magnet issues. There was no swelling or redness on the skin at the coil area. The user was advised not to use the audio processor. The clinic was asked to report on the further proceeding for this user.